Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and avaulta plus anterior biosynthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with rigid cystoscopy, mid-urethral mesh, and cystocele repair, due to cystocele and stress urinary incontinence.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia and vaginal scarring. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, dyspareunia. It was reported that patient underwent mesh repair due to erosion on (B)(6) 2009. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.